Manufacturer narrative:
(B)(4). The field service representative (fsr) confirmed that speed two and three on the cpg pump were not working but speed one was. He found two micro fuses to be bad and replaced them. The unit operated to the manufacturer's specifications. During laboratory analysis, the product surveillance technician (pst) observed that both the returned fuses were electrically opened. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the cardioplegia (cpg) pump on the heater cooler quit working. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per clinical review: during a bypass procedure on (B)(6) 2017, the team had a heater cooler stop working. The cpg pump on the unit quit working. This occurrence was at the end of the procedure and the patient was in the process of being warmed. It was noted that the perfusionist did not need the cpg system to be used, for all doses of the myocardial protection solution had been given to the patient. The team opted to not swap out the heater cooler for the patient side was working correctly. There was no harm for the cpg side was not in use during this period of the procedure, nor blood loss associate with the event. The surgical procedure was not delayed due to this incident.